Event description:
It was reported by service report that the foot-end was stuck in an elevated position, and would not lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty foot-end power coil cord.